Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was not confirmed. The device was not returned for evaluation. A device history review indicated that the device was manufactured and accepted into final stock. There have been no other events for the reported lot. The exact cause of the event could not be determined as further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
The patients right hip was being revised due to acetabular loosening. The surgeon stated that he saw no bone ingrowth on the implant.

Event description:
The patients right hip was being revised due to acetabular loosening. The surgeon stated that he saw no bone ingrowth on the implant.